Event description:
It was reported that during a knee arthroscopy and acl, the specialist placed a helicoil knotless regenesorb anchor. As a post to give more stability to the graft. However the initiators indicated for the placement of this type of implants were unavailable, so the specialist used his own technique to place the implant. At the moment of performing the respective blocking of the implant, it fractured, leaving less than half of the implant outside. The half of the anchor was removed from the patient with a clamp. The specialist considered that there was no need to place an additional implant because the graft was stable. The procedure was completed using the same reported device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the implant being inserted into the patient, and it shows a noticeable fracture along its length. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks, leading to unintended consequences, and rough handling or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated

Event description:
It was reported that during a knee arthroscopy and acl, the specialist placed a helicoil knotless regenesorb anchor. As a post to give more stability to the graft. However the initiators indicated for the placement of this type of implants were unavailable, so the specialist used his own technique to place the implant. At the moment of performing the respective blocking of the implant, it fractured, leaving less than half of the implant outside. The half of the anchor was removed from the patient with a clamp. The specialist considered that there was no need to place an additional implant because the graft was stable. The procedure was completed using the same reported device. There was no surgical delay. No further complications were reported. Patient current status is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy and acl, the specialist placed a helicoil knotless regenesorb anchor. As a post to give more stability to the graft. However the initiators indicated for the placement of this type of implants were unavailable, so the specialist used his own technique to place the implant. At the moment of performing the respective blocking of the implant, it fractured, leaving less than half of the implant outside. The specialist considered that there was no need to place an additional implant because the graft was stable. The procedure was completed using the same reported device. There was no surgical delay. No further complications were reported.